Manufacturer narrative:
(B)(4) date sent to the FDA: 08/11/2020 additional information was requested and the following was obtained: were there any adverse patient consequences? No patient consequences. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 09/01/2020. H3 investigation summary: it was received for analysis a paper lid, an empty winding former and a suture piece of product code x1295h, lot ppmdcc. During the visual inspection of the suture piece, it was noted stress and damage on the surface suture (fraying and slice/split), the ends of the suture were noted cut appears to be by use of surgical. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received, the assignable cause of the performance fraying suture pre-op is an improper handling. It was received for analysis an opened box with unopened samples of product code x1295h, lot ppmdcc. During the visual inspection of representative samples, no defects were found on the packages. The samples were opened and contain a strand per packet. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or fraying suture was observed. A tactile test was performed to strands and no damaged or fraying could be detected. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to visual inspection of the samples received no performance fraying suture intra-op were observed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device ppmdcc batch number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: does this mean the suture broke during the procedure? No, suture did not break, but appeared to be frayed. What was used to complete the procedure? New suture. What tissue was being approximated or sutured when it broke? Unknown. Procedure name and date? Unbekannt event date? Unknown. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any adverse patient consequences? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture splices and appeared to be frayed. Another like device was used to complete the procedure. There were no adverse patient consequences reported. Additional information was requested.